Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported by the perfusionist that the patient had a red heart alarm while at home. The patient was instructed to change to the backup controller and the switch was made without any problems. The manufacturer's technical support group reviewed the event log file and confirmed the reported event. The issue appeared to only occur when the patient was attached to the patient cable. The patient was admitted and the events were reproduced while manipulating the distal end of the percutaneous lead proximal to the metal connector when the patient was connected to a patient cable. No evidence of broken wires was found during the analysis. Prior to the start of the scheduled percutaneous lead repair, the patient reported a pump stop event while connected to the batteries. A preliminary evaluation still did not indicate any evidence of broken wires. The percutaneous lead was repaired without incident.

Manufacturer narrative:
The device was returned to the manufacturer, and is currently being analyzed. No further information is available at this time. A supplemental report will be submitted when the device analysis is completed.